Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported issue. Physio will be replacing the therapy pcb assembly to repair device. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Customer reported that the device failed the self test and logged several fault codes repeatedly in the memory, possibly indicating a failure to boot. There was no report of pt involvement with incident.